Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm continued to sound every 15 seconds. Patient temperature probe was disconnected during usage and alarm occurred as temperature issue. The alarm display was resolved after reconnected the probe but alarm sound was continued. Per sample evaluation results received on 29may2024, it was reported that insufficient cooling.